Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten events were reported for this quarter. Two devices were available for evaluation but have not yet been received. Three devices were not available to stryker for evaluation. Five devices were received for evaluation. Five events were confirmed during testing. Five devices were found to be affected by corrosion. Five devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. Seven events had no patient involvement; no patient impact. One event had patient involvement; no patient impact. Two events had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 4 previously reported events are included in this follow-up record.   Product return status 2 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received.   Evaluation status 2 reported events were not confirmed during testing; the devices were found to be within specifications.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated.